Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no.: 381523 batch no.: 9170878. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter massive amounts of blood is leaking during insertion of the 22 gauge catheters. The following information was provided by the initial reporter: I am a rn at baptist health south florida and several rn¿s are reporting massive amounts of blood leaking during insertion of the #22 gauge catheters. Perhaps there is a malfunction in the product?

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 381523, batch no.: 9170878. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter massive amounts of blood is leaking during insertion of the 22 gauge catheters. The following information was provided by the initial reporter: I am a rn at (B)(6) and several rn¿s are reporting massive amounts of blood leaking during insertion of the #22 gauge catheters. Perhaps there is a malfunction in the product?